Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Per package insert for nexgen cr-flex and lps-flex fixed bearing knee system: poor range of motion and swelling are known adverse effects of this system. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: all poly patella; p/n: 00597206541, l/n: 62201574, articular surface; p/n: 00596405010, l/n: 62143950, femoral component; p/n: 00596001852, l/n: 62217448, stemmed nonaugmentable tibial component; p/n: 00598605701, l/n: 62082093. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00906, 0001822565 - 2019 - 05374, 0001822565 - 2019 - 05375, 0002648920 - 2019 - 00907. Remains implanted.

Event description:
It was reported patient suffers from stiffness, fluid retention and swelling of the femoral polymer junction approximately seven years pots implantation. No further information is available at this time